Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result that was "40 points higher" than the previous sensor and experienced hypoglycemia. Paramedics were called and customer was treated with glucose injection and a subsequent hcp meter reading of 100 mg/dl was obtained after an hour of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.